Event description:
It was reported that there were st segment elevations. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, but did not meet release criteria. The device was partially recaptured and redeployed in the laa. After the second deployment st segment elevations were noted. Cardiology was called in to assess if there was a blockage, but by the time they were prepared to intervene the st segment elevations had resolved. There was no air that was noted via fluoroscopy. The procedure was continued and completed successfully with the closure device implanted in the laa of the patient. The patient recovered from these events and there were no complications that were reported to have occurred.

Event description:
It was reported that there were st segment elevations. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, but did not meet release criteria. The device was partially recaptured and redeployed in the laa. After the second deployment st segment elevations were noted. Cardiology was called in to assess if there was a blockage, but by the time they were prepared to intervene the st segment elevations had resolved. There was no air that was noted via fluoroscopy. The procedure was continued and completed successfully with the closure device implanted in the laa of the patient. The patient recovered from these events and there were no complications that were reported to have occurred.

Manufacturer narrative:
E1. Initial reporter first name updated, initial reporter last name updated, initial reporter facility name updated, initial reporter address 1 updated, initial reporter city updated, initial reporter state updated, initial reporter zip/post code updated, initial reporter phone updated, initial reporter fax updated